Manufacturer narrative:
Replaced the acb(anesthesia control board) to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, upon power up, the machine displayed "system malfunction internal problem prevents normal operation" error message, with bag symbol displayed. There was no reported patient involvement.